Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a tube on the condenser had a tear. The condenser was replaced with a manifold cap, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit a large leak during preuse checkout. There was no report of patient involvement.